Event description:
Flexion extension mechanism not working for flexing scope during procedure. Physician noticed it was broken while using scope intra body of patient. The thumb mechanism does not work so the scope cannot flex back and forth. The scope has been sent out for repair per stryker.